Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be damaged. During the investigation, the tear prevent fluid from exiting the distal tip of the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 450 mg/dl (25 mmol/l) while wearing the pod. Symptoms reported include hyperglycemia, nausea and vomiting. Upon removal of the pod the cannula was found to be bent. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was treated with manual oen injections and insulin. The patient was at the hospital for 6-7 hours.